Manufacturer narrative:
H6: 4110, work order search found no similar complaints. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was later exchanged for a longer length lens and the problem was resolved.

Manufacturer narrative:
Correction: initial MDR g3: 18-jun-2025. Claim (B)(4).

Manufacturer narrative:
D4 - UDI: (B)(4). Claim# (B)(4).